Manufacturer narrative:
Additional information was received on january 14, 2021. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 450cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. On (B)(6) 2021 an initial analysis of the two devices returned was performed and indicated that both devices had deflated, rather than the unilateral deflation reported initially. See 1645337-2021-05487 for contralateral prosthesis report. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the breast implant measuring approximately 0.5 cm. Leak testing was performed in accordance with mentor procedures and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2021.